Manufacturer narrative:
Device code c(B)(4) no longer applies as CT confirmed there was no lead shift/migration. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the CT image was collated with a prior MRI image, which took about 10 days for a result. The physician notified them that the CT revealed that the lead had not shifted. The patient was scheduled to return to try programming again on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1fd8h, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for movement disorders reported that they had bad side effects after being programmed once. The right lead, which corresponds to the left side of their body, was heavy, tingly and uncomfortable, so it was shut off. A physician thought the lead may have shifted and performed a CT scan to check this. The results were not known at the time of the report, but it was noted the patient viewed the results online, and it did not indicate there was an issue with the lead position. The patient was implanted for head tremor, but still had head shaking. It was reported that the patient has had improvement while shaving and speaking. The patient noted feeling a sensation through the jaw when therapy turns on. It was described as a brief, slight numbness that dissipates shortly. It was noted the patient was at 2.5 for the left lead, which corresponds to the patient¿s right side of body. No further complications were reported.